Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received unspecified error code as well as insulin pump was to be reset for clock to work properly. Customer¿s blood glucose level was unknown. Customer also stated that the unexplained no delivery alarms many times and insulin pump was rejected new batteries. Customer troubleshooting was not performed. The insulin pump will not be returned for analysis.